Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose was in the 400 ¿ 600 mg/dl range. The customer went to the emergency room, subsequently the customer was admitted to the hospital due to diabetic ketoacidosis. During hospitalization, the customer was treated intravenously with fluids of saline, insulin, morphine and anti nausea medication. The customer was released on (B)(6) 2022, with issue resolved. The customer reverted to manual dose injection and a replacement pump was sent to the customer.